Event description:
It was reported that the patient presented to the clinic on (B)(6) 2026 with positive driveline infection for methicillin-susceptible staphylococcus aureus (mssa). Cefedroxyl was started and infection disease referral was made. The patient admitted to dropping the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.